Manufacturer narrative:
The insulin pump was programmed with multiple bolus deliveries and all of them had properly registered in the bolus history. There was no history anomaly. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests. There was no excessive no delivery alarm, the test ultra-link blood glucose meter communicated properly to the insulin pump and there was no re-communication anomaly. The insulin pump was monitored and had no lower reservoir alarm anomaly. The low reservoir alarm functioned properly and the alarm history functioned/recorded properly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call history anomaly and high blood glucose levels. Customer's blood glucose level was 453 mg/dl. Troubleshooting for high blood glucose was performed. Customer treated their high blood glucose with the insulin pump. Customer felt sick to their stomach. Troubleshooting for history anomaly was performed. Customer advised they had a no delivery alarm, low reservoir alarm and a bent cannula. Customer changed out their entire set, reservoir, insulin and treated their high blood glucose per healthcare provider's instructions. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.